Manufacturer narrative:
(B)(4).

Event description:
A transmitter failure was reported. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that the display device showed a transmitter failed error on(B)(6)/2018. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.